Event description:
New information received indicates that no intervention was performed, and the clinic will continue to monitor the patient.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. The patient had no adverse consequences.